Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alarms downstream occlusion when there is no occlusion present. There is unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
B3 - date of event: updated. D9 - date returned to MFR: 22-may-2026. H3 and h6 codes: updated. The suspect pump was returned for evaluation. No service history was recorded within the past 12 months. Visual inspection revealed a delaminated downstream occlusion (dso) seal. Functional testing showed that the dso was out of specification, thereby confirming the complainant¿s allegation. The dso seal was replaced, and the dso sensor was recalibrated. The probable cause was determined to be a decalibrated dso sensor resulting from the delaminated seal.